Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level, due to this reported issue. Attempt was made by tandem technical support to follow-up with the customer if back-up therapy was obtained, but no response was received.